Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. Returned is one bas guidewire and a non-bas 18 gauge introducer needle. The damaged occurred to the guidewire exhibits tensile elongation of the outer coils;ed and separation of the center core wire from its distal weld tip. As evidenced by the sample returned it appears the guidewire has been damaged through use. It appears the guidewire was used with a mon-bas introducer needle. In consideration of the statements contained in complaint file documents and the damage incurred to the guidewire, the device was used in a manner not intended by the MFR. A lot history review (lhr) of rexc1224 showed no other similar product complaint(s) from this lot number.

Event description:
After puncture of the jugular vein, the introduction of the guide on the punction needle was difficult. Impossible to remove and re-position the guide. The only solution was to remove from the pt the guide with the needle. Another port has been opened and implanted.